Event description:
It was reported that this pacemaker had a lead safety switch on both other manufacture leads due to spikes in high out of range impedances greater than 2000 ohms. Impedance values in clinic were stable and normal in both bipolar and unipolar, and the patient was not dependent. Technical services recommended to perform a chest x-ray to look for a root cause, however the device system was abandoned and new system was implanted on the right. The cause for the issue remained unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had a lead safety switch on both other manufacture leads due to spikes in high out of range impedances greater than 2000 ohms. Impedance values in clinic were stable and normal in both bipolar and unipolar, and the patient was not dependent. Technical services recommended to perform a chest x-ray to look for a root cause, however the device system was abandoned and new system was implanted on the right. The cause for the issue remained unknown. No additional adverse patient effects were reported.